Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. The patient had an open wound. Additional information received from the field representative that this pacemaker was reused as an external temporary pacing device secured to the patient's skin. It is being replaced on the right side and was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). There were no additional adverse patient effects reported. The pacemaker is no longer in service.